Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high and out-of-range right ventricular (rv) lead impedance measurements were found recorded to this implantable cardioverter defibrillator (ICD). Suspecting a lead fracture, a revision procedure was performed wherein the rv lead was explanted and replaced; the device was subsequently replaced as well. No adverse patient effects were reported. The lead was discarded following the procedure.